Event description:
It was reported that the patient was not getting adequate pain relief due to lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device was discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred november 2024. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7090420, UDI: (B)(4).